Manufacturer narrative:
Vyaire reference number: (B)(6). Other - at this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touch screen was delaminated in the bottom right corner and was not responding to touch. The customer reported that there was no patient involvement.

Manufacturer narrative:
The suspect ventilator front panel assembly was returned to vyaire and evaluated. The reported complaint was confirmed and duplicated. The evaluation found visible fluid ingress with the potential to cause the touchscreen to become unresponsive.